Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient wanted to meet with a manufacturer representative to "fine tune it more" to get stimulation more in their back rather than in their hips or in the front part of their torso where they are currently feeling stimulation. The patient stated that stimulation had been like this "recently" but later clarified "maybe for the last 2 months or so". The patient was redirected to follow up with their healthcare provider (hcp).